Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 450 mg/dl. The customer reported that they experienced symptoms like abdominal pain and difficulty in breathing due to high blood glucose level. The customer did not mention any treatment for high blood glucose level. The customer stated that the insulin pump had no delivery alarm, they did site and set change but the error occurred again. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.